Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast prostheses implantation with mentor gel implants in 2010 began experiencing shortness of breath and fatigue immediately post implantation. The patient then began experiencing sharp pains in her lower back and progressed to whole body aches and pains. The patient presented with a positive ana. The patient began seeing a rheumatologist for further testing who confirmed she has a connective tissue disease. The patient has been taking plaquenil for 8 years and has been to non stop doctor apt, bloodwork, xrays, ultrasounds, hormonal testing, vaginal tests, etc. Her symptoms include fatigue, skin rashes, joint and muscle pain, swelling, low grade fevers, monthly utis, hair loss, depression, shortness of breath, and weakness. The patient explanted on (B)(6) 2019. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6) m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). No contact information was provided, therefore no follow up can be completed and there is no additional information available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side.